Event description:
A (B)(6) customer ran a blood test on the contour next usb meter and it was automatically marked as a control test. The reading will be displayed as a control result when accessing the meter¿s memory. No adverse event was alleged. The strips are expected to be returned for evaluation.

Manufacturer narrative:
The returned bottle of strips contained more than the 50 strips placed in the bottle during manufacturing, indicating the customer is mixing strips from different bottles.

Manufacturer narrative:
The model# (d4) was not provided. In some countries outside the u.s, customer information is not provided due to privacy laws.